Event description:
It was initially reported a free flow event that occurred in the intensive care unit. No further information was provided at the time. Bd received additional information. It was reported the clinician scanned precedex drip (dexmedetomidine 0.9% nacl 400mcg/100ml infusion, ordered titration rate: 0-134, to start at 1mcg/hr.) And loaded tubing into the channel, closed the channel door shut ("heard the click"), connected precedex tube to y-site of primary fluid closest to patient and open the roller clamp. The clinician went to program the pump without starting the infusion yet. When looking at the computer to see the patient's weight, the cardiac monitor alarmed for sinus bradycardia 50 beats per minute (bpm). The clinician looked at precedex drip and saw the medication dripping rapidly in fluid chamber. The clinician closed the roller clamp and sought help from another nurse. The clinician unhooked the precedex tubing, told the other rn what happened then showed to the other rn by holding the IV tubing over garbage can and undoing the roller clamp. The precedex started flowing out of tubing into the garbage despite the tubing still in the channel and door closed. The device was showing the rate 0.4 mcg/kg/hr. But the clinician had not put in volume yet, so the drip was not started; however, the fluid was flowing into the garbage can. The heart rate did return to 70 bpm at that moment. Neurosurgery team was notified, came to bedside, and orders were received. The clinician removed the channel and put red tag on it. The clinician drew up the remaining precedex from bottle and calculated that pt received less than 10ml of precedex. The event occurred on 04 september 2024 at 0149. Due to the event, the patient reportedly received "glycopyrrolate to counter the effects." Per report by the facility's clinical engineer, their initial evaluation of the pump module showed that the door latch was "sticking". Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the event occurred in the surgical intensive care unit (sicu) and less than 10ml of precedex was given at 0149am on 04 september 2024. The facility's biomed reported that upon inspection and testing of the devices, they found no cracks in the hinges but noticed that "the door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance test), the device passed and there were not anomalies during the pm testing. It was also reported that the nurse involved in the incident was a "night shift travel nurse on the unit." The precedex was a primary infusion that was just started on that pump module involved for the 1st time when the incident occurred. No previous infusions were running on that pump module at the time. The rn hung the precedex, attached the IV tubing to the patient, unclamped the tubing and went to the computer to verify information. The heart rate monitor alarmed and the nurse noticed the fluid free flowing in the drip chamber.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex a, c, d, g codes, remedial action required, remedial action # and manufacturer narrative.

Event description:
It was initially reported a free flow event that occurred in the intensive care unit. No further information was provided at the time. Bd received additional information. It was reported the clinician scanned precedex drip (dexmedetomidine 0.9% nacl 400mcg/100ml infusion, ordered titration rate: 0-134, to start at 1mcg/hr.) And loaded tubing into the channel, closed the channel door shut ("heard the click"), connected precedex tube to y-site of primary fluid closest to patient and open the roller clamp. The clinician went to program the pump without starting the infusion yet. When looking at the computer to see the patient's weight, the cardiac monitor alarmed for sinus bradycardia 50 beats per minute (bpm). The clinician looked at precedex drip and saw the medication dripping rapidly in fluid chamber. The clinician closed the roller clamp and sought help from another nurse. The clinician unhooked the precedex tubing, told the other rn what happened then showed to the other rn by holding the IV tubing over garbage can and undoing the roller clamp. The precedex started flowing out of tubing into the garbage despite the tubing still in the channel and door closed. The device was showing the rate 0.4 mcg/kg/hr. But the clinician had not put in volume yet, so the drip was not started; however, the fluid was flowing into the garbage can. The heart rate did return to 70 bpm at that moment. Neurosurgery team was notified, came to bedside, and orders were received. The clinician removed the channel and put red tag on it. The clinician drew up the remaining precedex from bottle and calculated that pt received less than 10ml of precedex. The event occurred on 04 september 2024 at 0149. Due to the event, the patient reportedly received "glycopyrrolate to counter the effects." Per report by the facility's clinical engineer, their initial evaluation of the pump module showed that the door latch was "sticking". Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the event occurred in the surgical intensive care unit (sicu) and less than 10ml of precedex was given at 0149am on (B)(6) 2024. The facility's (B)(6) reported that upon inspection and testing of the devices, they found no cracks in the hinges but noticed that that "the door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance test), the device passed and there were not anomalies during the pm testing. It was also reported that the nurse involved in the incident was a "night shift travel nurse on the unit." The precedex was a primary infusion that was just started on that pump module involved for the 1st time when the incident occurred. No previous infusions were running on that pump module at the time. The rn hung the precedex, attached the IV tubing to the patient, unclamped the tubing and went to the computer to verify information. The heart rate monitor alarmed and the nurse noticed the fluid free flowing in the drip chamber.

Manufacturer narrative:
Additional information: imdrf annex c, d codes. Note that this report lists imdrf annex c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported a free flow event that occurred in the intensive care unit. No further information was provided at the time. Bd received additional information. It was reported the clinician scanned precedex drip (dexmedetomidine 0.9% nacl 400mcg/100ml infusion, ordered titration rate: 0-134, to start at 1mcg/hr.) And loaded tubing into the channel, closed the channel door shut ("heard the click"), connected precedex tube to y-site of primary fluid closest to patient and open the roller clamp. The clinician went to program the pump without starting the infusion yet. When looking at the computer to see the patient's weight, the cardiac monitor alarmed for sinus bradycardia 50 beats per minute (bpm). The clinician looked at precedex drip and saw the medication dripping rapidly in fluid chamber. The clinician closed the roller clamp and sought help from another nurse. The clinician unhooked the precedex tubing, told the other rn what happened then showed to the other rn by holding the IV tubing over garbage can and undoing the roller clamp. The precedex started flowing out of tubing into the garbage despite the tubing still in the channel and door closed. The device was showing the rate 0.4 mcg/kg/hr. But the clinician had not put in volume yet, so the drip was not started; however, the fluid was flowing into the garbage can. The heart rate did return to 70 bpm at that moment. Neurosurgery team was notified, came to bedside, and orders were received. The clinician removed the channel and put red tag on it. The clinician drew up the remaining precedex from bottle and calculated that pt received less than 10ml of precedex. The event occurred on 04 september 2024 at 0149. Due to the event, the patient reportedly received "glycopyrrolate to counter the effects." Per report by the facility's clinical engineer, their initial evaluation of the pump module showed that the door latch was "sticking". Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the event occurred in the surgical intensive care unit (sicu) and less than 10ml of precedex was given at 0149am on (B)(6) 2024. The facility's biomed reported that upon inspection and testing of the devices, they found no cracks in the hinges but noticed that "the door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance test), the device passed and there were not anomalies during the pm testing. It was also reported that the nurse involved in the incident was a "night shift travel nurse on the unit." The precedex was a primary infusion that was just started on that pump module involved for the 1st time when the incident occurred. No previous infusions were running on that pump module at the time. The rn hung the precedex, attached the IV tubing to the patient, unclamped the tubing and went to the computer to verify information. The heart rate monitor alarmed and the nurse noticed the fluid free flowing in the drip chamber. A copy of the medwatch report from FDA was received, which states, ¿nurse was setting up infusion of dexmedetomidine. Tubing was loaded tubing into the alaris lvp channel, and channel door shut, and roller clamp opened. Nurse looked away from the pump to computer in order to verify patient weight for programming the alaris pump. The patient monitor (philips mx750) alarmed for sinus bradycardia 50bpm. Nurse looked at infusion pump and saw medication dripping rapidly in chamber. Nurse closed roller clamp and called for assistance. Nurse removed infusion tubing from patient, and tested tubing by opening roller clamp. With tubing still in the alaris lvp channel with the door closed, fluid was seen flowing. The pump screen was showing the rate 0.4 mcg/kg/hr but nurse had not put in volume yet so the dexmedetomidine infusion was not started. Heart rate did return to 70 bpm following removal of the dexmedetomidine. Neurosurgery was notified, came to bedside, and orders were received. Nurse drew up remaining precedex from bottle and calculated that pt received less than 10ml of precedex. Alaris lvp channel was removed from service."

Event description:
It was initially reported a free flow event that occurred in the intensive care unit. No further information was provided at the time. Bd received additional information. It was reported the clinician scanned precedex drip (dexmedetomidine 0.9% nacl 400mcg/100ml infusion, ordered titration rate: (B)(4), to start at 1mcg/hr.) And loaded tubing into the channel, closed the channel door shut ("heard the click"), connected precedex tube to y-site of primary fluid closest to patient and open the roller clamp. The clinician went to program the pump without starting the infusion yet. When looking at the computer to see the patient's weight, the cardiac monitor alarmed for sinus bradycardia 50 beats per minute (bpm). The clinician looked at precedex drip and saw the medication dripping rapidly in fluid chamber. The clinician closed the roller clamp and sought help from another nurse. The clinician unhooked the precedex tubing, told the other rn what happened then showed to the other rn by holding the IV tubing over garbage can and undoing the roller clamp. The precedex started flowing out of tubing into the garbage despite the tubing still in the channel and door closed. The device was showing the rate 0.4 mcg/kg/hr. But the clinician had not put in volume yet, so the drip was not started; however, the fluid was flowing into the garbage can. The heart rate did return to 70 bpm at that moment. Neurosurgery team was notified, came to bedside, and orders were received. The clinician removed the channel and put red tag on it. The clinician drew up the remaining precedex from bottle and calculated that pt received less than 10ml of precedex. The event occurred on (B)(6) 2024 at 0149. Due to the event, the patient reportedly received "glycopyrrolate to counter the effects." Per report by the facility's clinical engineer, their initial evaluation of the pump module showed that the door latch was "sticking". Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the event occurred in the surgical intensive care unit (sicu) and less than 10ml of precedex was given at 0149am on (B)(6) 2024. The facility's biomed reported that upon inspection and testing of the devices, they found no cracks in the hinges but noticed that that "the door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance test), the device passed and there were not anomalies during the pm testing. It was also reported that the nurse involved in the incident was a "night shift travel nurse on the unit." The precedex was a primary infusion that was just started on that pump module involved for the 1st time when the incident occurred. No previous infusions were running on that pump module at the time. The rn hung the precedex, attached the IV tubing to the patient, unclamped the tubing and went to the computer to verify information. The heart rate monitor alarmed and the nurse noticed the fluid free flowing in the drip chamber.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not observed during the review of the logs or replicated during testing of the suspect pump module. ¿ laboratory test results performed on the reported suspect device confirmed the pump module with the incident administration set to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the customer provided an event date of 04 september 2024, the event time was reported as 1:49 am. The device was programmed for dexmedetomidine (precedex) at 400mcg/100ml, but the clinician did not confirm the infusion by pressing start infusion (key soft 14). O review of the pcu/pump module event logs could not confirm any active infusions occurring at the time of the reported event. The logs did record three two-second safety clamp open alarms occurring at the time of the event. ¿ leak test and pumping segment testing observed no anomalies. ¿ inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. ¿ pcu error logs showed no error codes associated during the reported timeframe. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a040502, g04037, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Correction: age at time of event, date of birth, gender, describe event or problem, FDA notified? Report source other. Additional information: report source, related report number grid.

Event description:
It was initially reported a free flow event that occurred in the intensive care unit. No further information was provided at the time. Bd received additional information. It was reported the clinician scanned precedex drip (dexmedetomidine 0.9% nacl 400mcg/100ml infusion, ordered titration rate: 0-134, to start at 1mcg/hr.) And loaded tubing into the channel, closed the channel door shut ("heard the click"), connected precedex tube to y-site of primary fluid closest to patient and open the roller clamp. The clinician went to program the pump without starting the infusion yet. When looking at the computer to see the patient's weight, the cardiac monitor alarmed for sinus bradycardia 50 beats per minute (bpm). The clinician looked at precedex drip and saw the medication dripping rapidly in fluid chamber. The clinician closed the roller clamp and sought help from another nurse. The clinician unhooked the precedex tubing, told the other rn what happened then showed to the other rn by holding the IV tubing over garbage can and undoing the roller clamp. The precedex started flowing out of tubing into the garbage despite the tubing still in the channel and door closed. The device was showing the rate 0.4 mcg/kg/hr. But the clinician had not put in volume yet, so the drip was not started; however, the fluid was flowing into the garbage can. The heart rate did return to 70 bpm at that moment. Neurosurgery team was notified, came to bedside, and orders were received. The clinician removed the channel and put red tag on it. The clinician drew up the remaining precedex from bottle and calculated that pt received less than 10ml of precedex. The event occurred on 04 september 2024 at 0149. Due to the event, the patient reportedly received "glycopyrrolate to counter the effects." Per report by the facility's clinical engineer, their initial evaluation of the pump module showed that the door latch was "sticking". Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the event occurred in the surgical intensive care unit (sicu) and less than 10ml of precedex was given at 0149am on (B)(6) 2024. The facility's biomed reported that upon inspection and testing of the devices, they found no cracks in the hinges but noticed that "the door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance test), the device passed and there were not anomalies during the pm testing. It was also reported that the nurse involved in the incident was a "night shift travel nurse on the unit." The precedex was a primary infusion that was just started on that pump module involved for the 1st time when the incident occurred. No previous infusions were running on that pump module at the time. The rn hung the precedex, attached the IV tubing to the patient, unclamped the tubing and went to the computer to verify information. The heart rate monitor alarmed and the nurse noticed the fluid free flowing in the drip chamber. A copy of the medwatch report from FDA was received, which states, ¿nurse was setting up infusion of dexmedetomidine. Tubing was loaded tubing into the alaris lvp channel, and channel door shut, and roller clamp opened. Nurse looked away from the pump to computer in order to verify patient weight for programming the alaris pump. The patient monitor (philips mx750) alarmed for sinus bradycardia 50bpm. Nurse looked at infusion pump and saw medication dripping rapidly in chamber. Nurse closed roller clamp and called for assistance. Nurse removed infusion tubing from patient, and tested tubing by opening roller clamp. With tubing still in the alaris lvp channel with the door closed, fluid was seen flowing. The pump screen was showing the rate 0.4 mcg/kg/hr but nurse had not put in volume yet so the dexmedetomidine infusion was not started. Heart rate did return to 70 bpm following removal of the dexmedetomidine. Neurosurgery was notified, came to bedside, and orders were received. Nurse drew up remaining precedex from bottle and calculated that pt received less than 10ml of precedex. Alaris lvp channel was removed from service."